Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had prime fill anomaly. It was reported that the pump would prompt a rewind, and would not allow the customer to do anything after that. The customer's blood glucose level at the time of incident was 260mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.